Event description:
A journal article was reviewed that contained information regarding a comparison between his-bundle pacing and left bundle branch pacing in patients with atrioventricular block. The article reports patients who experienced acute perforation of the ventricular septum during the implant procedure. The leads were repositioned without further issues. There was one patient who developed a pocket hematoma and secondary infection whose device was removed and other patients who had worsening of tricuspid valve regurgitation at least one grade. There were implant failures due to leads which could not capture the left bundle branch and one dislodgement at follow up where the lead was repositioned. The status/disposition of the leads and devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison between his-bundle pacing and left bundle branch pacing in patients with atrioventricular block. Journal of interventional cardiac electrophysiology. 2021. 62:63¿73. Doi: 10.1007/s10840-020-00869-w. If information is provided in the future, a supplemental report will be issued.